Manufacturer narrative:
One purple needle tip along with a bl5113 pack label from lot w0111 was received in a plastic bag for evaluation. The visual inspection found the needle in two pieces. The shaft is broken off just above the tapered part of the hub. The microscopic examination found marring and scratches on the corners of the hub and on the tapered base. The broken area was also inspected and the edge is jagged. One side of the shaft is bent and the opposite side is pinched indicating that the needle was bent and broken. The results of further investigation are pending.

Event description:
A report was received from a user facility in (B)(4) stating the tip of the needle broke off when the surgeon inserted it into the patient's eye. The tip was immediately removed from the eye and the procedure was completed with no consequences or impact to the patient.

Manufacturer narrative:
One purple needle tip along with a bl5113 pack label from lot w0111 was returned in a plastic ziplock bag. Visual inspection found the needle is broken in two pieces and the shaft is broken off just above the tapered part of the hub. Microscopic examination found marring and scratches on the corners of the hub and on the tapered base. The broken parts of the needle were also inspected. The broken edge is jagged, one side of the shaft is bent curved while the opposite side is pinched indicating that the needle was bent/broken. The further evaluation by the vendor stated that the specimen presents a ductile bending overload, low cycle fatigue fracture to the shaft distal of the transition from the hub shoulder to the shaft approximately 1.44cm from the distal tip. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event. A definitive root cause cannot be determined at this time.